Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited unstable sensing and no sensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead exhibited an unstable signal and an electrical signal could not be found in the right atrium. It was noted that the lead was also attempted to be placed in the right ventricle with the same results. The ra lead was not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.